Event description:
It was reported that the patient had a poor myocardiac contractility while weaning him of cardiopulmonary bypass (cpb), his blood pressure was low so we decided to insert an intra-aortic balloon (iab) catheter. While in the cardiac operating room, the iab was prepped and the md inserted the spring wire guide (swg) and sheath into the patient's right femoral artery. As the iab was being inserted into the patient, the iab kinked on the swg. The pump alarmed "kinked catheter" and the iab was removed. The md requested another iab for insertion. Reference MDR #1219856-2010-00223 for the second event involving the same patient.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.